Manufacturer narrative:
Follow-up #1; date of submission: 08/24/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/29/2015 with the following findings:several cs-078 'call service alarms', which can be indicative of the type of issue that was reported, were observed in the black box data. The battery compartment was observed to be cracked in the area below the grip pad. A cs-078 'call service alarm' occurred during the analysis: the reported issue was duplicated. The pump case was removed, and evidence of moisture damage was found on internal components; this device failure caused the cs-078 'call service alarm' issue. Unrelated to the reported issue, the display screen visual was observed to be dim and discolored due to an unidentified display failure.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that a cs-078 ¿call service alarm¿ occurred 3 or more times within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.